Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4: batch # 520c37. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes, the first two staples could be set. If yes, were the staples formed properly? Yes, the first ones already if yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Did you use the emergency lever if yes, how was the device removed from the patient? Yes. If yes, did the jaws eventually open? Yes. Was there any difficulty opening the device? Have used the emergency lever if yes, how was the device removed from the patient? Yes. If yes, did the jaws eventually open? Yes. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/2. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 520c37, and no non-conformances were identified.

Event description:
It was reported that when trying to place a staple suture on the lung tissue, a loss of power (battery) of the truck was clearly noticeable. The problem appeared during the 3 reload. The stapler was then replaced. No patient consequences reported. No further information is available.